Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reportedly obtained a blood glucose reading of 150 mg/dl, which was within the customer's normal range. An hour later, the patient obtained a reading of 169 mg/dl, but he was vomiting and in pain. He was taken to the hospital and a reading was obtained in the hospital on an unknown hospital meter of 573 mg/dl. This reading was within 10 minutes of the reading that the patient obtained on his aviva meter. Patient was diagnosed with diabetic ketoacidosis. Patient was hooked up to an IV, but he is unsure what was in the IV. Again while in the hospital, patient reportedly received the following result on his aviva meter, compared to a professional meter, within 10 minutes: 160 mg/dl (aviva) and 285 mg/dl (unknown hospital meter). Return of the suspect device was requested for evaluation.